Event description:
Received new soclean2 machine in the spring. Around the beginning of june I started coughing, wheezing and was very short of breath. Mild linear atelectasis at right lung base. Could indicate minimal infiltration.